Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the patient experienced an exposure of test reagent to a mucous membrane (nose). The patient performed the test without following the instructions, performed steps out of order, and this resulted in swabbing their nose with the test reagent. This event occurred 1 time. There is no indication of patient impact.the following information was provided by the initial reporter: customer tried to take the test before watching the videos in the app and he dipped the swab in the liquid before swabing nose, now he is asking what to do. Also he wanted instructions to take the test.(B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding the customer alleges ¿dip the swab into the extraction solution and then swabbing his nose" when using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate safety (chemical exposure) complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The patient was informed to rinse his nose and report issues to healthcare provider. Technical support provided information about the reagent ingredients. The root cause was traced to the customer being in a rush and not following instructions. A trend analysis for safety (chemical exposure) was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the patient experienced an exposure of test reagent to a mucous membrane (nose). The patient performed the test without following the instructions, performed steps out of order, and this resulted in swabbing their nose with the test reagent. This event occurred 1 time. There is no indication of patient impact. The following information was provided by the initial reporter: customer tried to take the test before watching the videos in the app and he dipped the swab in the liquid before swabing nose, now he is asking what to do. Also he wanted instructions to take the test. (B)(4).